Event description:
Foreign material (a human hair) was identified within the sterile packaging.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the reported extraneous material (hair) was confirmed by the laboratory analyses. As a result of the identified issue, additional training of the operators associated to the affected processes was performed; this included raising awareness of the issue. The photo associated to the subject complaint was used during the training, which was completed on september 09, 2009.